Event description:
It was reported that, during a shoulder cuff dislocation surgery, the 'osteoraptor' anchor fractured during implantation, but external to patient. The procedure was completed using a smith and nephew back up device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest that the anticipated risk region is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided images found labelling, but the image quality is too poor to determine the product identification information. The handheld portion of the device is pictured, but the anchor is not in either image. There is debris on the device. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the anchor is fractured. The sutures are still passing through the suture window of the anchor. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Based on the information provided, the device fractured external to the patient during implantation. Therefore, nothing was retained inside of the patient. According to the report, the procedure completed using a smith and nephew back-up device, although it is unknown if there was a surgical delay. Since there were no further complications reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.